Event description:
It was reported the radiopaque marker detached from this introducer sheath during a liver abscess drainage procedure. No retrieval was attempted. The procedure was successfully completed with this unit and the pt's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. Co believes pt anatomy and/or user technique may have been contributing factors to this event. However, without evaluating the device co is unable to determine the exact cause for this event.